Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had randomly lost power twice. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: a review of the pump history confirmed rebooting of the pump. There was no visible damage to the pump or battery cap. The battery cap contact was within specifications and secured appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and the internal power circuit was inspected; no internal moisture or damage was observed. The power issue was confirmed in the black box history but could not be duplicated during investigation. Unrelated to the complaint, the display screen was found to be discolored. A test screen was inserted and functioned appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.